Event description:
Coiling treatment of a left p-com aneurysm. It was reported the coil could not be detached after several attempts. Upon removal, the coil detached with part of the coil inside the aneurysm and part of the coil was in the ica. A micro snare was used to remove the coil. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU).